Event description:
On (B)(6) 2020, the surgeon was treating the left eye of a female patient (age not reported) with the omni surgical system (catalog #1-102, lot #1008142). Upon removing the omni surgical system device from the patient's eye and irrigating and aspirating the treated area, a large iridodialysis was observed that required repair. The surgeon made a scleral flap and sutured the iris back in place. It is not known whether the omni surgical system device cannula made contact with the iris and caused the tear. Multiple attempts have been made to contact the surgeon to collect additional information and patient status with no success.